Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and five months of post deployment, computerized tomography-abdomen /pelvis with contrast showed that there was an infra renal inferior vena cava filter, consistent with a bard-brand recovery filter. The lower limbs of the filter extend outside the inferior vena cava wall. The filter was not a candidate for recovery. Around, two months later, went to ER for chest pain and shortness of breath. Around, one year later, an infra renal inferior vena cava filter was again noted with the legs of the filter extending beyond the walls of the inferior vena cava. Around, two years and ten months later, the patient presented with right lower quadrant abdominal pain. A computerized tomography abdomen/pelvis with contrast showed an inferior vena cava filter in place with legs outside of inferior vena cava wall. Around, one year ten months later, the patient has a green field filter in lungs and received a letter from an attorney stating this filter has be recalled. After, twenty-two days, reviewed old computerized tomography of abdomen and pelvis which showed inferior vena cava filter well centered with evidence of the struts penetrating inferior vena cava wall but not obviously entering adjacent organs (duodenum, aorta). Again, identified was a bard recovery or similar generation inferior vena cava filter in place. Numerous limbs project beyond the confines of the inferior vena cava anteriorly overlying the lower aspects of the duodenum. Left laterally limb projects dorsal to the aorta at roughly the midline. Additional lesser magnitude projections beyond the confines the inferior vena cava a lens identified. Slight rightward leaning of the filter was again noted. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt, filter limb detachment and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. :section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached, tilted and perforated the vascular wall of abdomen. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chronic pain and bleeding complications; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of ivc and perforated the vascular wall of abdomen . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chronic pain and bleeding complications; however, the current status of the patient is unknown.